Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: the catheter segment containing the distal tip and balloon was returned in a 6fr terumo sheath. This segment was found to be detached from the proximal segment of the catheter at the glue joint. The distal end of the balloon segment extending out the end of the sheath is beginning to prolapse, and the distal end of the sheath is noted to be flared, indicating retraction issues. The polyimide on the proximal segment was noted to be extending out of the glue joint, to a detachment 3.0cm from the glue joint. It is likely that the user perceived the identified detachment as the reported break. No other anomalies were noted on the returned device. Functional/performance evaluation: no functional testing could be performed due to the condition in which the sample was returned. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned. The balloon of the returned device was found to have detached at the glue joint, confirming the investigation for balloon detachment. Additionally the investigation is confirmed for sheath related retraction issues, as the distal end of the balloon was found to be partially prolapsed over the distal tip, and the distal end of the returned sheath was found to be flared. The retraction problems likely led to the balloon detachment. However, the definitive root cause for the retraction issues could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current instructions for use (IFU) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Use of the dorado pta dilatation catheter: while maintaining negative pressure and the position of the guidewire, grasp the balloon catheter just outside the sheath and withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle clockwise motion may be used to help facilitate catheter removal through the introducer sheath. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure of a arterial venous graft, the pta balloon allegedly had difficulty retracting through the 6fr sheath. During retraction the balloon broke inside the sheath and the health care provider removed both balloon and sheath together as one unit. The procedure was concluded, and no further treatment was provided. There was no reported patient injury.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure of a arterial venous graft, the pta balloon allegedly had difficulty retracting through the 6fr sheath. During retraction the balloon broke inside the sheath and the health care provider removed both balloon and sheath together as one unit. The procedure was concluded, and no further treatment was provided. There was no reported patient injury.